Manufacturer narrative:
When coming out of the bathroom, the end user found the bed on fire. She suffered minor smoke inhalation and was admitted to the hospital. The bed was evaluated by engineering and an investigator from the facility's insurance company. A large hole was burned through the mattress of the bed. The top of the mattress showed significant charring around the edges. This charring was not seen at the bottom of the mattress. This indicates the flame source was from the top and not the bottom. The motor box of the bed which is located under the frame, showed heavy damage from the top down, indicating a heat source from above that caused the mattress to melt down into the motor box. The wiring at the top of the motor box housing was exposed and undamaged which indicates that the internal wiring in this portion of the motor box was not overloaded. The exposed components of the transformer and the smoke/heat damage inside indicate that the damage resulted from external heat and not from an internal electrical failure. Based on the evidence collected during the investigation, it has been concluded that the motor was not a source of ignition for the fire. There is no sign of electrical overload or arcing in the exposed components of the motor. The fire appears to have originated from above the mattress and the melting/dripping of the mattress and other bedclothes/materials caused the noted damage to the motor. The root cause of the fire has not been determined. The end user was reported to be a smoker but it is not known if she was smoking prior to the incident. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
When the end user came out of the bathroom, the bed was on fire and she suffered minor smoke inhalation.